Event description:
The pt sustained a tear from the biopsy needle as the stereoguide c-arm inadvertantly moved. Seven stitches were required to close the tear. No additional surgical intervention was necessary. The pt was treated and released.

Event description:
During a routine biopsy procedure, the stereoguide c-arm inadvertantly moved causing pt injury. The pt sustained a tear from the biopsy needle as the c-arm moved. Seven stitches were required to close the tear. No additional surgical intervention was necessary. The pt was treated and released. Prior to initiating the biopsy procedure the c-arm 'lock-out' safety feature was not utilized as instructed in the operator's manual (leaving the c-arm vulnerable to movement).